Event description:
On (B)(6) 2021 an extreme lateral interbody fusion was performed at l3/5. On (B)(6) 2021 it was reported that there was muscle weakness in both lower limbs. MRI confirmed that the spinal canal was narrowed. The surgeon assumes that a hard endplate fragment entered the spinal canal. The patient is currently under observation and no revision surgery is planned.

Manufacturer narrative:
No product was returned as product is still in-situ. Review of the complaint report identified surgeon's comments as a hard endplate fragment might have entered the spinal canal and indicates malplacement, end plate damage or implant selection as cause or contributors to this event and indicating technique as the root cause. No revision surgery is planned. No additional investigation can be completed. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: damage to blood vessels, spinal cord or peripheral nerves; pulmonary emboli; loss of sensory and/or motor function. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components, nerve damage due to surgical trauma..." "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Care should be taken to ensure that all components are ideally fixated prior to closure..." "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient..." Device still in-situ.